Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a recent device change out, this right atrial (ra) lead was uncapped and underwent lead testing. Lead testing revealed bipolar noise and high out-of-range pace impedance measurements greater than 3,000 ohms while connected to the device, and in-range ra pace impedances via pacing system analyzer (psa) testing. It was noted that this ra lead was previously surgically abandoned at the patient's (B)(6) 2014 device changeout due to atrial fibrillation (af). The device changeout was completed, and the right atrial (ra) lead was plugged into the ra port of the new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a recent device changeout, this right atrial (ra) lead was uncapped and underwent lead testing. Lead testing revealed bipolar noise and high out-of-range pace impedance measurements greater than 3,000 ohms while connected to the device, and in-range ra pace impedances via pacing system analyzer (psa) testing. It was noted that this ra lead was previously surgically abandoned at the patient's (B)(6) 2014 device changeout due to atrial fibrillation (af). The device changeout was completed, and the right atrial (ra) lead was plugged into the ra port of the new pacemaker. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead exhibited noise with oversensing and out-of-range pace impedance measurements which persisted after device changeout. As a result, ra lead fracture was suspected. The ra lead was connected to the new pacemaker in an effort to make the implanted system MRI compatible. This ra lead remains implanted. No adverse patient effects were reported.